Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication inventory count was not correct. A technical support specialist dialed in to station 613 and server (B)(4), checked that messages were crossing over to the server, and confirmed that the station was communicating with the server and uploading current transactions. There were no download issues. An inventory report was run on both station 613 and the server for baclofen 10 mg tablets, and the inventory results matched, indicating no communication issues between the station and server. A device events report for station 613 and baclofen 10 mg tablets showed a removal of one tablet. The beginning inventory was 15, but the end count became 0 even though only one tablet was removed. A network glitch occurred around the time the medication was removed, which resolved the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the incorrect medication inventory count. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.